Manufacturer narrative:
The probe was inspected upon return and the probe tip was found to be separated from the probe shaft at the distal end. The manufacturing records were reviewed and confirmed this probe passed all appropriate inspection/test criteria required for commercial release. There is no indication of nonconformance to specification of the device that contributed to this separation. The event description stated the probe was not completely removed from the probe driver and bolt prior to transferring to the second bolt.

Event description:
During a tumor ablation procedure, the resident was transferring the probe driver, with the probe still attached, from the first bolt to the second bolt. When removing the probe driver and probe from the first bolt, he left the tip of the probe in the top end of the bolt. He then bent the probe (while the probe tip was inside the bolt) and the tip broke. There was no patient injury associated with this event.

Manufacturer narrative:
Evaluation: the base of the lens shoulder is the weakest point of the lens (when side loaded) and can fracture if the probe lens is bent. Based on the event description, the probe and minibolt were not aligned properly during probe removal. This action will cause loading of the probe lens shoulder, which, in this case, was high enough to cause a fracture. Keeping the probe and probe driver attached may make it more difficult to maintain alignment during removal.